Event description:
Update received (B)(6) 2011: dr. (B)(6) was performing an aspiration technique on an acute mi when the catheter became separated. He then used a snare to retrieve the distal piece from the coronary. Spoke with dr (B)(6) who stated; as he was bringing the aspiration catheter back into the guide the system came apart and he actually used a balloon to hold the device against the wall of the guide not a snare, to bring it back out. He explained the patient was doing well and no complication occurred to the patient as a result of the incident. Dr (B)(6) also mentioned that states this was an acute mi, and that he was very upset about the situation.

Manufacturer narrative:
The customer site stated that the doctor was performing an aspiration technique on an acute mi when the catheter became separated. Inspected the returned fetch 2 catheter and noticed that the distal end of the catheter was separated from the proximal end at the mid-joint and was stuck on the guidewire, removed the distal end of the catheter from the guidewire and noticed there was an area that was stretched and damaged like something had been pulling on the catheter. Also observed that the mid-joint bonding area had the correct amount of adhesive. Due to force being applied at the distal end of the catheter pulling damage was observed and there was a separation at the mid-joint. Regulatory summary: event consists of a broken device during a fetch 2 manual aspiration procedure. The patient is a female of unknown age and unknown medical history who was being treated for an acute myocardial infarction (mi). The physician was treating the acute mi with a fetch 2 manual aspiration catheter. During the procedure the physician was attempting to bring the catheter back out of the guide catheter when the device broke. The distal portion of the device remained inside the guide catheter. The physician inserted a small balloon catheter into the guide catheter and inflated the balloon which forced the remaining fetch 2 device against the guide catheter wall. The physician was then able to retract the balloon catheter out of the guide catheter which also dragged the remaining fetch 2 device out of the guide catheter as well. The patient was doing well after the procedure and had no subsequent sequelae. The physician had stated that he did not encounter any resistance when retracting the device out of the guide catheter. The fetch 2 device was returned to (B)(6) for analysis. The analysis identified that the distal end of the catheter was separated from the proximal end at the mid-joint and was stuck on the guidewire. The distal end of the catheter was removed from the guidewire. The distal end has an area that was stretched and damaged which is an indication that the catheter was pulled against resistance. This event is considered a reportable event as intervention was required to retrieve the distal portion of the broken catheter.